Manufacturer narrative:
(B)(4). On (B)(6) 2019, the customer alleged for low battery anomaly.pump passed displacement test, active current measurement, and self-test but failed the sleep current measurement due to pcba 1. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple: low battery alarms (104) from 11/16/2019 13:33:00.000 to 11/23/2019 16:43:00.000. No unexpected battery alarms or alerts during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, force sensor, and motor. Physical damage found on pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked retainer. In summary, pump passed required testing except for the sleep current. Customer alleged for unexpected battery power loss was confirmed due to high sleep current measurement from moisture damage on pcba 1. Low battery anomaly was not confirmed. Damage to the retainer ring was confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a low battery alarm and insulin pump was broken. No harm was required during medical intervention. The devise was returned for analysis.